Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent an open abdominal wall hernia repair procedure. An absorbable tacking device was used to attach the mesh. The patient was discharged from the hospital on the same day of the procedure. Later that night, the patient developed abdominal pain and was hospitalized. A computerized tomography (CT) scan was performed and observed like a dropsy (edema). An ileus tube was placed, however, the symptom did not improve. A reoperation was performed sixteen days after the original procedure. It was observed that the mesh had a hole and part of the intestine, "approximately the half-length of thumb", was getting stuck in the hole. The intestine was not damaged. The surgeon peeled and removed the mesh from the site. The site was treated by manual suturing. The patient is currently in good condition.